Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm, model #: sc-4316, lot #: 510876, description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg could be seen and there was some skin erosion. It was noted that it appeared to have a small or slight skin breakage. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.